Manufacturer narrative:
Cfda # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing a procedure that involved a marathon catheter. The patient was observed to have a non-target normal blood vessel occlusion. It was reported catheter rupture and embolic agent extravasation occurred. It was reported there was a malformed avm vascular mass at the top of the right side of the patient, which ruptured and bled. An embolization was scheduled for (B)(6) 2024 at the interventional stage. A floating catheter was used to push in the place, entered the main blood supply artery of the malformed vascular mass through the right internal carotid artery and the middle cerebral artery. Afterwards, the embolic agent was delivered via a floating catheter to embolize the malformed vascular mass. During the process, the proximal part of the floating catheter ruptured and the embolic agent extravasated. And blocked the non-target normal blood vessels. The non-target normal blood vessel was found to be blocked, the floating catheter was immediately withdrawn and feed into the suction c atheter and thrombectomy stent. Aspiration and removal of extravasated embolic agent were performed. Finally, part of the embolic agent was removed,  and the blood flow in the non-target normal blood vessels was restored, and the blood flow was slow. It was reported when the embolic agent was delivered through the floating catheter, some of the embolic agent was already inside the avm malformed vascular mass, which exerted a certain pressure on the opening part of the floating catheter. When the embolic agent continued to be delivered, it was possible that a certain part of the proximal section of the floating catheter could not withstand the certain pressure and thus ruptured. The patient was undergoing embolization for treatment of an arteriovenous malformation (avm) vascular mass with embolic agent delive red by the marathon floating catheter.